Event description:
It is reported that the patient was revised due to failed implants.

Manufacturer narrative:
Information was received via medwatch (B)(4). This report will be amended when our investigation is complete.